Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, ¿poked me ½ inch below my right eye,¿ occurred.